Manufacturer narrative:
Updated section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; product lot/serial number (B)(6); product type: heart valve; product ID l-evolutfx-2329; product lot/serial number ; product type: heart valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, during mounting of the valve in the compression loading system (cls), the valve was inspected and it was observed that the crown was not symmetrical. The devices were repositioned and loading was resumed. When the valve was crossing the cls, a strong and unusual resistance was noticed. A second loader attempted to continue loading but also found the resistance unusually strong. The team attempted to free the devices to see what happened, and observed that the valve and delivery catheter system (dcs) had bent. The devices were separated and asymmetry was observed in the crown tips of the valve, along with separation to the dcs. The valve and dcs were replaced for the procedure. Of note, the misload was not due to a new valve loader. No adverse patient effects were reported.